Manufacturer narrative:
Additional FDA product code: hwc. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device still implanted in patient.

Event description:
The sales representative reported on behalf of the customer that the 239030m5 was used during a mpfl procedure on (B)(6) 2021 when it was reported ¿we had a 9x30 genesys matryx screw that went into a patient today that literally expired yesterday (B)(6) 2021, so, technically it was expired. Surgeon wanted it and that¿s what was used since it was our only option.¿ further assessment questions found that the device was the only device available, and the surgeon was aware of the expiration date being one day prior to the date of the procedure. There was no delay reported and the procedure was completed as normal. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 239030m5 was used during a mpfl procedure on (B)(6) 2021 when it was reported ¿we had a 9x30 genesys matryx screw that went into a patient today that literally expired yesterday (B)(6) 2021, so, technically it was expired. Surgeon wanted it and that¿s what was used since it was our only option.¿ further assessment questions found that the device was the only device available, and the surgeon was aware of the expiration date being one day prior to the date of the procedure. There was no delay reported and the procedure was completed as normal. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: h10: the statement of confirmation for this event was omitted in the previous follow up #1. The statement has been added to this follow up. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided but the DHR indicates the date of expiration. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use screw beyond the expiration date on the label. The performance, safety and/or sterility of the screw cannot be assured beyond the expiration date. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text: device still implanted in patient.

Event description:
The sales representative reported on behalf of the customer that the 239030m5 was used during a mpfl procedure on (B)(6) 2021 when it was reported ¿we had a 9x30 genesys matryx screw that went into a patient today that literally expired yesterday (B)(6) 2021, so, technically it was expired. Surgeon wanted it and that¿s what was used since it was our only option.¿ further assessment questions found that the device was the only device available, and the surgeon was aware of the expiration date being one day prior to the date of the procedure. There was no delay reported and the procedure was completed as normal. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
(Add evaluation statement after peer review: the pi is being updated) the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use screw beyond the expiration date on the label. The performance, safety and/or sterility of the screw cannot be assured beyond the expiration date. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device still implanted in patient